Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a healthcare professional (hcp) regarding a device being used in a sacroiliac and thoracolumbar procedure. It was reported that the o-arm had a standalone mode error. The system was turned on for 2 hours before they noticed. They rebooted the system with no resolve. The hcp tried shutting down the system, disconnected the ias/mvs, booted both separately and reconnected without resolution. She checked that e-stop was cleared, the dongle was firmly attached and the radiation key was horizontal. They decided to proceed with a c-arm. There was no patient harm or reported as a result of the event. A manufacturer representative walked them through movement calibrations and the system was operating properly.